Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt has experienced the first stage of a two stage revision due to dislocation of the hinge from the tibial implant, loosening of the tibial and femoral components, and infection.